Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: no. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photo was evaluated. The photo shows the suspect lens implanted and foreign material was observed on the optic of the lens. No other issues were observed with the lens. An additional photo shows the foreign material out of the eye. The nature of the material cannot be determined through photo analysis. The additional customer photo will be evaluated in the other investigation associated with this complaint. Since no product was received, no further evaluation was performed. The complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown; information not provided. Section d6b: if explanted, give date: unknown; information not provided. Section e1: city/state: unknown; information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) was implanted, foreign material was found in the eye. It was removed and no impact to patient. No further information available.